Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two episodes of atrial flutter/atrial fibrillation. It was suspected the arrhythmia was initiated by apace-sr. The patient was asymptomatic. It was noted the episodes lasted four minutes. The physician opted to program rate response off and continue to monitor. No additional adverse patient effects were reported outside of the induced af. The device remains implanted and in service.